Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia with blood glucose readings around 40¿60 mg/dl and demonstrated reactive overcorrections that contributed to overnight glucose variability; the user received troubleshooting and education on appropriate correction practices and was in range at the time of the interaction. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of device data via a bionic report and user education on correction practices. Investigation of this case revealed a pattern of user-driven overcorrection contributing to glucose fluctuations without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with behavioral factors and user technique rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.